Manufacturer narrative:
Initial reporter is synthes sales representative this report is for an unknown constructs: synfix evolution/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing spinal surgery. Failed spinal surgery has been identified as the reported complication as per spine tango registry report experienced by the following with corresponding intervention: general complications - postop surgical before discharge. 2 patients had pulmonary complications. Surgical operations - intraop adverse events. 1 patient had a dural lesion. Reoperation. 3 patients had reoperation at 1 year because of (1) hardware removal, (1) instability and (1) nonunion. This is for depuy synthes spine synfix evolution. This is report 2 of 3 for (B)(4).